Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 05211.

Event description:
It was reported that approximately 6 months post implantation, the patient had presented with stiffness and had developed heterotopic ossification, brooker IV, with limited motion. Preoperative radiation was performed to prevent further heterotopic ossification. Subsequently, the patient underwent excision of heterotopic ossification approximately 14 months post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event can be confirmed by review of op notes. Op notes confirm that the patient underwent excision of heterotopic ossification from the right hip due to complaints of pain and election of procedure. It was documented that the patient had received radiation prior to procedure to prevent further ho growth. Osteotome was used to remove all ho, which was confirmed by post-op images. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.